Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that no device will be returned as it was reported that the patient was not allergic to the drug. Without the device it is not possible for codman to conduct a proper investigation. No infection was found during biopsy, and there was no reason to explant the pump. No root cause was determined as the reported event is not product related. The reported allergy was not associated with the device. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information stated: the patient was not allergic to the drug. The pump will not be explanted as there is no reason for it and there is no infection. The allergy will exanimate through a skin biopsy.

Event description:
The affiliate reported: patient shows limited redness of the skin. Suspected type IV allergy. Additional information ((B)(4) 2014): in the pump pocket, no sign for an infection could found also the lab results gave no evidence for an infection. A drug intolerance can rule out.